Event description:
It was reported that the device had locked-up. The customer was unable to switch functions or even turn the device off. The customer then removed the batteries from the unit, and now the device will not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure; however, the cause of the reported problem was not determined. The customer received a replacement device.